Event description:
It was reported that the patient was experiencing pain or discomfort at the implantable pulse generator (ipg) site due to a car accident. It was noted that the patient felt a burning sensation and the skin was hurting. The physician prescribed lidocaine patches. Additional information was received that the patients pain was not device related. Program optimization was performed, and the patient was doing better.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain or discomfort at the implantable pulse generator (ipg) site due to a car accident. It was noted that the patient felt a burning sensation and the skin was hurting. The physician prescribed lidocaine patches.